Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the wire anchor was not dislodged/dislocated. The cutting wire was broken approximately at 21mm from distal pierced hole, kinked, and blackened. The cutting wire was observed under magnification and the cutting wire was broken, blackened, and was not smooth. No other problems with the device were noted. The reported event of wire anchor dislodged/dislocated was not confirmed. Upon analysis, it was found that the cutting wire was broken, kinked, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the device was energized prior to performing sphincterotomy which can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. The broken wire could have also been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure. It is likely that once the cutting wire broke and when the device was being removed from scope, the broken section of the wire hit against the working channel of the scope kinking it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the "cutting wire snapped." It was reported that the wire anchor was dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11 (correction): block h6 (device codes) has been corrected. Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the "cutting wire snapped." It was reported that the wire anchor was dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the "cutting wire snapped." It was reported that the wire anchor was dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.